Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead impedance decreased, the impedance was low which triggered a patient alert, and there was noise on the electrogram. The lead remains in use. No patient complications have been reported as a result of this event.